Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the buttons were unresponsive. Instructed to customer to change the battery. The customer stated that the icons are at the top of the screen, and solid circle and then lines are going through the insulin pump. Also the customer stated that the time was not advancing. Instructed customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.